Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. The hp explained that in dwell they noticed that the patient line became loose and disconnected from the transfers set. They reconnected and attempted to continue the therapy, but the device had alarmed by the time they got to drain. The alarm was cleared. There was no patient injury or medical intervention associated with this event. No additional information is available.